Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that the patient's lead had migrated after multiple falls, leading to ineffective therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced, resolving the issue.